Event description:
The patient presented to a follow-up with a dramatic increase in the lead impedance. An x-ray revealed that the lead was totally broken. The ICD battery voltage was 2.6v and lifetime diagnostic showed 123 800v shocks. It is believed that the broken lead caused the multiple inappropriate shocks.